Event description:
It was reported that the ilet bionic pancreas displayed an occlusion alarm while the user was on an infusion set, and blood glucose rose to 400 mg/dl; tubing was checked with no visible bubbles or kinks, delivery was resumed, and the event ultimately resolved after the user changed the infusion set and cgm, with subsequent glucose trending down to 356 mg/dl, consistent with an obstruction of flow associated with the infusion set connector/coupler component. Customer care provided support that included communication with the user and analysis of information provided by the user. Investigation of this case revealed findings consistent with a deformation problem leading to obstruction of flow at the connector/coupler of the infusion set. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included a delay to therapy as insulin delivery was impacted until supplies were changed. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.